Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple intermittent connection issues between the transmitter and the pump for greater than 1 hour. The transmitter did not regain connection with the pump. Additionally, it was reported that the customer received an invalid transmitter ID alert. Despite multiple attempts, a sensor session was unable to be started. No additional patient or event information was available. A replacement transmitter was sent to customer.